Event description:
Info received indicates the brake caster will not hold when in brake.

Manufacturer narrative:
The tech was unable to adjust the caster further. The tech replaced the brake caster to repair the bed.